Event description:
A customer contacted beckman coulter (bec) reporting that about 1 cup of fluid had leaked from an unknown source from the coulter ac*t diff 2 hematology analyzer. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse discovered that the red blood count (rbc) and white blood count (wbc) baths were intermittently not draining which contributed to the leak. The fse replaced the vacuum chamber drain enable (lv 7), wbc bath drain select (lv 12), rbc bath drain select (lv 15), the cleaner select (lv 18), and the waste pump. Service replacements resolved the leak and no further leaks were observed. Failure mode is related to lv 7, 12, 15, 18 and the waste pump. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).